Event description:
Reporter submitted a medwatch form that the patient was being monitored on (B)(6) 2010, by a sitter select alarm and sensor pad. The patient was found sitting next to the low bed and the alarm did not activate. There was no patient serious injury reported. The user facility was contacted and provided a serial number correction for the reported product.

Manufacturer narrative:
(B)(4): product was requested to be returned for evaluation and has not been received. This submission is based solely on the user facility statement. (B)(4).